Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff tracheal tube was placed in a patient at the hospital. The reporter stated that the cuff inflated and the bulb initially inflated. However, the device quickly deflated. Subsequently, the patient required re-intubation. Upon inspection of the tube at removal, it was found the bulb may have caused the leak as "the tracheal end appeared to be intact". No adverse patient effects were reported.